Event description:
She tested at 489mg/dl, took her diabetic medications, and a half hour later she had loe blood glucose symptoms. No adverse event reported and no medical treatment received. Quality controls used were expired. Requested return of suspect device and replacement was sent.